Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The shock impedances on the rv lead were chronically high around 110 ohms, but prior to the alert, had increased to 120 ohms. At this time, the alert limit was adjusted and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide additional information. The rv lead continued to exhibit high out of range shock impedances and the lv lead continued to have high out of range pace impedances. A revision procedure was then scheduled. The lv lead was found to be fractured. At this time, the entire system has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Event description:
Additional information was received which indicated that recently, there were also high out of range pace impedances of greater than 2500 ohms on the left ventricular (lv) lead. There have been numerous spikes with out of range values observed, so the system was reprogrammed and the patient will continue to be monitored. There have been no adverse patient effects reported.